Event description:
It was reported that no information was stored upon device interrogation. The device screen was cleared and reinterrogated, but the same issues arose. No adverse events occurred and the device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.